Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery.

Event description:
It was reported that the pump was displaying a 0 on the insulin gauge and would not resume insulin delivery. There were no relevant alerts and alarms confirmed in the pump logs. Reportedly, the customer received a minimum of 50 units message. The customer had not added the minimum amount of insulin. The customer added insulin and was able to complete the load process. There was no impact to the customer's blood glucose level.